Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was found in backup mode. It was noted that the patient had previously undergone an ablation surgery using electrocautery, so electromagnetic interference was suspected to be the cause of reset. Programming changes were performed. There were no patient consequences.